Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms on their insulin pump, resulting in their blood glucose levels reading "high" although specific values were unknown. The customer addressed the high blood glucose by administering correction doses via the pump and continued using the pump while bolusing smaller doses. Despite these efforts, recurring occlusion issues persisted. Technical support and clinical troubleshooting exhausted all efforts, leading to the recommendation and approval for the pump replacement by technical support. The customer will continue to use current pump for insulin therapy.